Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's additional information letter from FDA which states, ¿during the operating room case, bd alaris pump module alarmed "channel error" message. The infusion was running lidocaine. The end user proceeded to confirm error, the channel stopped delivering medication due to error, and end-user removed the tubing set out of the module. Approximately 20-30 min later it was discovered that the entire bag of the medication was delivered to the patient." Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "during the or case, bd alaris pump module alarmed "channel error" message the infusion was running lidocaine. The end user proceeded to confirm error, the channel stopped delivering medication due to error, and end-user removed the tubing set out of the module approximately 20-30 mm later it was discovered that the entire bag of the medication was delivered to the patient."

Event description:
Received a copy of the customer's medwarch report from the FDA which states, ¿during the or case, bd alaris pump module alarmed "channel error" message. The infusion was running lidocane. The end user proceeded to confirm error, the channel stopped delivering medication due to error, and end-user removed the tubing set out of the module. Approximately 20-30 min later it was discovered that the entire bag of the medication was delivered to the patient." The medwatch report further stated that the error message on (B)(6) 2019 showed the message 241.4140.0, which indicates a patient side pressure sensor failure, and replacement of the patient side pressure sensor is necessary. No malfunction of the anti-free flow device/mechanism could be identified.